Event description:
It was reported that a spectrum pump door will not latch. During baxter's eval the device displayed a close door alarm.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The alarm was confirmed when loading a set in an intermittent "close door" message was displayed. The door was physically able to latch with a loaded set. It was found that the lower latch switch was out of adjustment, causing the alarm. Switch was adjusted during eval and operated as expected with no errors. See scanned page.